Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The correction of d4 catalog #, h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous d4 catalog #: ard569014111a. Corrected d4 catalog #: hm56077852. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. Getinge became aware of an issue with one of surgical lights - blueline 80. As it was stated, upon the device inspection two out of six fixation screws holding the device main tube was loosen. There was no injury reported, however, we decided to report the issue in abundance of caution as loosen screws holding the device configuration may lead to the device detachment from the ceiling and serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during inspection by getinge. As stated by the subject matter expert at the manufacturing site, the probable causes regarding this case is a lack of maintenance and an insufficient tightening during installation. At that time the screws were not pre-glued, so it was recommended to checked the tightening every year because this a safety item. In the user manual it is specified to check the tightening of these screws: annual inspection (must be performed by an authorised technician): safety items. Check the following points. Attachment screws on suspension tube correctly tightened, seals in position; arm(s) correctly mounted; all covers and caps installed. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The initial reporter was getinge technician. Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 20th february 2023 getinge became aware of an issue with one of surgical lights - blueline 80. As it was stated, upon the device inspection two out of six fixation screws holding the device main tube was loosen. There was no injury reported, however, we decided to report the issue in abundance of caution as loosen screws holding the device configuration may lead to the device detachment from the ceiling and serious injury.